Event description:
It was reported that the hub came off during insertion. There were no reported patient complications. Further information has been requested.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.